Event description:
It was reported that the self holding screwdriver would not release properly from the occipital screw after implant. While trying to release the screwdriver, the screw was pulled out of the bone. A rescue screw was tried, but did not work well, and the surgeon ended up having to re-adjust the occipital plate, and drill four new holes to implant the screws.

Manufacturer narrative:
The device was not returned to medtronic for evaluation. Unable to determine cause of the event.